Event description:
This generator was implanted on (B)(6) 2009 and was explanted on (B)(6) 2016. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).